Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners, reservoir tube lip and belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 469mg/dl. Customer treated with a manual injection. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.